Manufacturer narrative:
Age at time of event: 75 +/- 8.5 years. Event date, if implanted, give date: (B)(6) 2007 - (B)(6) 2010. Journal article: nii k, tsutsumi m, aikawa h, hamaguchi s, etou h, sakamoto k, kazekawa k (2011). Incidence of hemodynamic depression after carotid artery stenting using different self-expandable stent types. Neurol med chir (tokyo). 51(8), 556-60. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that post-procedural complications of hemodynamic depression with hypotension occurred after carotid artery stenting. The patient was diagnosed with either carotid atherosclerotic disease or 73.0 +/- 13.5 % stenosis as determined by the nascet method. The patient received an oral antiplatelet regimen consisting of aspirin (100mg daily) and clopidogrel (75mg daily) or cilostazol (200mg daily) for at least 3 days prior to the procedure. General anesthesia was induced and a bolus injection of heparin was delivered to achieve act of 250-300 seconds. A non-bsc distal embolic protection device was utilized. Anticholinergic agent was administered prophylactically just before balloon inflation for predilation with a 4 or 5 x 40mm symmetry balloon with pressure at 6 atms for 30-60 seconds. An 8-10mm diameter wallstent was deployed. If insufficient stent expansion was achieved, post-dilation was performed with a 6 or 7x20mm symmetry balloon for 6-8 atms for 5 seconds. Vital and neurological signs were monitored for a minimum of 12 hours after the procedure. Patients with sustained low systolic blood pressure received IV norepinephrine or dopamine and administration of usual antihypertensive agents were stopped until the hypotension resolved 36.0 +/- 12.1 hours later. No further patient complications were reported.